Manufacturer narrative:
The used ia-2000-s ablator was returned to conmed for evaluation. Visual inspection of the device verified damage at the tip of the device. Based on the condition of the device, it appears the insulation coating was damaged by unintended contact with another device during use. This contact leads to dielectric failure of insulation within the device, which lead to a piece of the device detaching. This detached piece was not returned for evaluation. A review of manufacturing documents was completed and all units made in this lot met specification before shipment. A two-year review of complaint history revealed a total of nine similar reports for this device family. Of those nine reports, four were verified for the failure of "tip melting". In this same timeframe for this device family, (B)(4) units have been manufactured and shipped worldwide, making the rate of occurrence of this reported failure (B)(4). The associated risk document deems this alleged failure to have a low severity with no patient effect, and a risk analysis determined this acceptable. The instructions for use advise and caution the user of the following. -lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. -if any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. -use ablators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. -use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient. -do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. -maintain the active electrode tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated electrode outside the field of view. -use caution when activated in close proximity to the video scope. Contact with video scope may cause patient injury. -do not use the ablator with a metal cannula. Non-conductive cannulae are recommended. Do notactivate the electrode while any portion of the electrode tip is in contact with another metal object; localized heating of the electrode and the adjacent metal object may result in product damage or patient and/or personnel injury. -continuous flow of irrigant is recommended. Fluid flow assists in removing debris as well as cooling the fluid in the joint and electrode tip between activations. Maintaining an outflow is important, especially in small joint spaces. This product will continue to be monitored through the complaint system to assure patient safety.

Event description:
A conmed representative reported on behalf of a user facility that the tip of an ia-2000-s lightwave suction ablator melted during use. No patient injury or surgical delay was reported. To date, additional patient and event information have not been made available. This report is raised on the basis of a device malfunction with potential for injury with recurrence.